Manufacturer narrative:
The rotaflow drive was investigated with the service order report# (B)(4) from the maquet service technician on the 2019-11-26: customer stated that during patient treatment it was noticed that there was irregular readings on the external patient monitor. When the rotaflow was checked, it was found to be completely off. The staff used the emergency drive to handle crank, while another rotaflow console was retrieved and put into use. There was no adverse effect to the patient. Upon inspections by getinge service, no malfunction could be reproduced. The unit functions as it should. This unit passed all functional and safety tests per factory specifications. It has been returned to the customer and cleared for clinical use. Thus the failure could not be confirmed. Therefore no most probable root cause. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopumonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint# (B)(4). During patient treatment: device stopped working.